Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 494 mg/dl. The elevated bg was addressed by a correction bolus via the pump. There was no reported assistance needed from a third party. Customer changed infusion set and cartridge, and resumed insulin.